Event description:
It was reported the defibrillator showed a power on reset through the remote transmission. The lead integrity alert (lia) was reinstalled and the capacitors were charged and dumped. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for critical ram parity error occurred, (B)(6), data=80, on (B)(6) 2011 18:41:12. One patient alert for device circuit error occurred on (B)(6) 2011 18:41:12. Diagnostic information is consistent with reported event.